Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture in all of the pacing vectors for the left ventricular (lv) lead. Noise was also seen in all sensing vectors except for tip to ring, and system impedance has increased from 400 ohms to 1600-2000 ohms. Technical services (ts) was contacted, and ts discussed evaluating the lv lead. X-ray imaging was performed, showing a clear fracture of the lv lead conductors. The lv lead remains in service as the physician makes a decision on intervention. No adverse patient effects were reported.